Event description:
It was reported that, "on (B)(6) 2024, after the patient had successfully punctured, the guide wire was partially inserted into the blood vessel. The exposed end of the guide wire could not enter the opening of the front end of the guide warp. After repeated force, it suddenly passed through the front end of the guide warp, and there was a stuck feeling. A tiny burr could be seen on the front end of the guide wire. I smoothed the burrs along the direction of the guide wire, and the operation was barely completed. When I checked the guide wire and guide wire after the operation, I found that the end of the guide wire had a tiny grainy feel and was not smooth. Intended treatment: establish infusion access and infuse therapeutic drugs."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.